Event description:
It was reported the patient's ipg will not communicate with either the charger or programmer. An sjm representative met with the patient and confirmed the ipgs loss of communication. Surgical intervention to replace the ipg is planned at a future date.

Manufacturer narrative:
A 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.